Manufacturer narrative:
Investigation description. Complaint was confirmed and duplicated. Alert 65 was confirmed through the engineering logs. The speaker was emitting an unusual sound, was not properly emitting the alert sound. The cause was determined to be a faulty speaker.

Event description:
It was reported that an ilet displayed alert 65 indicating the audio alarm was not audible, and despite multiple restarts the alert persisted; the device will be returned and the patient¿s blood glucose was affected with a reported level of 300. Symptoms included hyperglycemia and fatigue, with the patient reporting feeling tired. Outcomes included no health consequences or lasting impact. Investigation included interviews and analysis of information provided by the user. Investigation of this case revealed a device audio alarm malfunction associated with the speaker/sounder and an electrical or electronic component problem. It was concluded, based on previously established findings for similar reports, that the cause was traced to component failure. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.